Event description:
It was reported that this system with a cardiac resynchronization therapy defibrillator (crt-d), right ventricular (rv) and right atrial (ra) leads recorded a more than 2 seconds pause with pacing inhibition and over sensed noisy signals on all channels. Impedance values were stable in the year view. Similar noise without inhibition was observed at other atrial tachy response episode. Various procedures were recommended to determine the origin of the observed behavior. The field representative was able to recreate the noise when the patient moves arm across his chest, but no noise was observed on the lv lead. A chest x ray was recommended. Following the troubleshooting that was done in-clinic with the assistance of tech support, it was decided that the patient would need an extraction of the affected leads. Patient was discharged with programming changes that would decrease the risk of pacing inhibition. Patient and staff were to coordinate. The field representative has not received any further information on the patient. The crt-d, rv and ra leads remains in service. Additional information was received mentioning that the system has been explanted at this time. No additional adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this system with a cardiac resynchronization therapy defibrillator (crt-d), right ventricular (rv) and right atrial (ra) leads recorded a more than 2 seconds pause with pacing inhibition and over sensed noisy signals on all channels. Impedance values were stable in the year view. Similar noise without inhibition was observed at other atrial tachy response episode. Various procedures were recommended to determine the origin of the observed behavior. The field representative was able to recreate the noise when the patient moves arm across his chest, but no noise was observed on the lv lead. A chest x ray was recommended. Following the troubleshooting that was done in-clinic with the assistance of tech support, it was decided that the patient would need an extraction of the affected leads. Patient was discharged with programming changes that would decrease the risk of pacing inhibition. Patient and staff were to coordinate. The field representative has not received any further information on the patient. The crt-d, rv and ra leads remains in service. No additional adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.